Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a calibration error alarm and low transmitter. Customer turned off sensor due to excessive alarm and awoke with blood glucose of 47 mg/dl and treated with juice. Customer also reported that insulin pump was not alarming until it was too late when blood glucose was dropping low. Customer states when this happened, blood glucose was 33 mg/dl and sensor glucose was 147. After troubleshooting, customer was advised to charge minilink for eight hours and to call back in order to complete test plug procedure. Customer was advised that test plug, sensor and new charger.